Event description:
Device was returned for repair only. Upon receipt it was found to have a piece of the tip broken off and missing. Contact at the hosp stated no known malfunction had occurred with this device, however condition of the device indicates that it could have occurred during a surgical procedure. Co is therefore taking a conservative approach and filing an MDR.